Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. It was reported the device was not used past its expiry date. (B)(4). Investigation results: visual examination of the returned device revealed that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Functional examination was performed by attaching the device to an encore inflation unit. The balloon was successfully inflated however it would not hold pressure due to a pinhole located at the distal edge of the distal markerband. There were no other issues identified which could potentially have contributed to the complaint incident. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter kit was used in the kidney during a percutaneous renal lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noted that the saline could not be injected into the balloon. The procedure was completed with another nephromax balloon catheter kit . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.